Event description:
Rn reported 3 incidents of a pt's transfer set separating from the plastic adapter of their peritoneal dialysis catheter. Noted during use. Each pt received a transfer set change and was treated prophylactically with intraperitoneal ancef 125mg./l and ceftazidime 125mg./l for 3 days. No pt injury reported per rn.